Manufacturer narrative:
One portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was received for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No defect was found in the sample. Leak testing was performed. Leakage was observed coming out from the seal of the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. In order to verify that there are no situations or practices that could create/generate the event, an audit of the production floor was conducted. Thirty-two samples were reviewed on the production line. No discrepancies or leaks were found. The failure mode of a leak was duplicated. The most probable root causes are that (1) the production personnel did not follow the inspection instructions and that (2) the instructions are not clear in the welder process.

Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a patient was intubated with a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube. After that, an anomaly was discovered in the device and the patient was extubated. Water was passed through the inflation line in order to check for an air leak. A leak was observed. There was no patient injury.